Event description:
The customer reported that the sys was trying to fluoro without anyone touching the button. As a result the sys produced uncommanded x-rays. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The power connections and boards in the sys were evaluated and reseated. The sys was tested and found to be working as intended and returned to service.